Event description:
A remstar auto a-flex device returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. During the evaluation of the device at the third-party service center, the device was visually inspected and found exist contamination of foam particles inside the blower kit. Additionally, the service technician also noted that there were e063 (err_stuck_knob_key), e055 (err_therapy_queue_full), e071 (err_p_gain_stop), e062(err_stuck_ramp_key), e050(err_daily_values_corrupt) error codes present in the device logs. There was also presence of dust in the device. The device was scrapped after the evaluation was completed.